Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4).

Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga 8mm 10bag 500 pl/wg experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 928857 batch no: 9301568. Consumer reported: shields are hard to remove and when he eventually gets them off, the needle hub separates. Stated, on some syringes, when shield is removed, the needle is bent at a 40 degree angle, (not able to use). No injury to report. Date of event: unknown.

Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga 8mm 10bag 500 pl/wg experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 928857 batch no: 9301568. Consumer reported: shields are hard to remove and when he eventually gets them off, the needle hub separates. Stated, on some syringes, when shield is removed, the needle is bent at a 40 degee angle, (not able to use). No injury to report. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: customer returned (4) 1/2cc, 8mm, 31g walgreens syringes in an open poly bag from lot # 9301568. Customer states that the shields are hard to remove and when he eventually gets them off, the needle hub separates and on some syringes, when shield is removed, the needle is bent at a 40 degree angle. All returned syringes were examined and one sample exhibited the hub-needle/shield assembly separated from the barrel and one sample exhibited a bent cannula. The remaining syringes were tested to determine the shield removal forces (specs: shield removal force for 1/2cc after sterilization: 0.85-5.95 lbs.). Data/ shield removal force: syringe 1 2.39 lbs.; syringe 2 3.43 lbs.. The removal forces fall within specification. A review of the device history record was completed for batch# 9301568. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200861251, 200854826] noted that did not pertain to the complaint. Hub separates: process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #82819 was created for raised caps. There was debris collected on the dial. Corrective action: cleared the debris from the dial. CAPA#1630423 was initiated. Bent cannula: reviewed DHR records, logbooks & maintenance history from sap did not find any potential causes/ adjustments to the process. There were two (2) notifications [200861251,200854826] noted that did not pertain to the complaint. Investigation: the shield misalignment on the roll-over devices, which holds the shields with the mechanical pressure is for cannula getting bent to smaller or larger angles. Root cause: no exact root cause determined.